Event description:
Initial notification of event received from retailer on (B)(6) 2006. The consumer's wife stated her husband experienced extreme eye pain upon awakening the morning after using this product to soak his lenses the previous night. During follow-up, consumer's wife reported that her husband experienced corneal abrasions and was told by his physician that the chemical burn could be a reaction to the solution. Consumer declined to return product for evaluation or provide physician contact information. The event was reported to be improving. The voluntary medwatch report (B)(4) included additional event details and the consumer was contacted again. On (B)(6) 2006, the consumer stated he was no longer disabled as all of the events had resolved. He explained that he first used the product on (B)(6) 2006 and the bottle was new. On (B)(6) 2006, he removed his lenses after four hours of wear due to a "heavy sensitivity", which developed into pain. On (B)(6) 2006, he states he was examined by his ophthalmologist and diagnosed with a chemical burn. The ophthalmologist instructed the consumer to seek treatment at the hospital. The consumer reports he had difficulty sleeping and was not able to work for 2.5 weeks. The consumer states he has worn contact lenses for 25 years. The patient's ophthalmologist provided additional information and medical records. Per medical records provided, patient complained of ou pain, photophobia and blurred vision following insertion of contact lenses (cl) on (B)(6) 2006. Initial exam by ophthalmologist [(B)(6) 2006] documented bilateral 2+ injection, superficial punctuate keratitis (spk) and corneal edema [od>os]. Va: 20/400 (od); 20/40 (os). Diagnosis of cl keratitis and dry eye syndrome; treatment; d/c lens wear, vigamox ou qid and erythromycin ointment at bedtime. The following day, large central corneal abrasion, edema and mucoid discharge were noted ou. Patient referred to corneal fellow that evening due to his condition deteriorating [increasing epithelial defects] with antibiotics. Specialist notes ocular ph 7.0 ou with no evidence of a foreign body; bilateral corneal abrasion with trace descemet folding possibly associated with solution used 2 days ago. Va: 20/100 (od); 20/70 (os). Patient instructed to use vigamox ou qid, erythromycin ointment ou once daily, percocet po q 3-4 hours; specialist suggested use of bandage cl if no improvement. The patient returned to ophthalmologist on (B)(6) 2006. Va: count fingers ou. Slit lamp exam notes bilateral corneal abrasion/ epithelial defects with mild staining and trace folds. A diagnosis of chemical conjunctivitis secondary to cl solution was made; patient to use ointment hourly and continue vigamox qid. On (B)(6) 2006, the patient complained of no vision ou and feeling no better. Vigamox was discontinued and the patient started on polytrim tid with continuing use of erythromycin ointment hourly. The following day ((B)(6) 2006), epithelial defects were noted to be improving bilaterally with no infiltrates. Va: 20/400 ou: pinhole: 20/80 (od), 20/150 (os). Patient instructed to use erythromycin ointment ou every 1-2 hours, polytrim ou tid. Exam on (b)(6 2006 noted improvement of epithelial defects to 30% od and 40% os, no infiltrates and 2+ folds ou. Va: 20/80 (od), 20/100 (os). On (b)(6 006, od epithelial defect had healed and os improved to 20%. There were no infiltrates but bilateral corneal edema and 2+ folds. Polytrim ou tid was continued; d/c ointment od, continue ointment os qid. Patient to begin lotemax od tid. Exam (B)(6) 2006 noted healed corneal abrasions ou, bilateral trace spk, trace folds, mild corneal edema; mild sub-epithelial haze noted os. Corrected va: 20/70 (od), 20/40 (os). Patient was instructed to discontinue erythromycin ointment, continue polytrim ou tid and use lotemax ou qid. Follow-up (B)(6) 2006 notes healed corneal abrasions, bilateral trace spk and edema, no haze or scarring. Corrected va: 20/30 ou. Patient to discontinue polytrim and decrease lotemax to ou tid. Exam (B)(6) 2006 notes trace corneal edema ou with no epithelial defect or infiltrate. Corrected va: 20/20 (od), 20/25 (os). Patient instructed to taper and discontinue lotemax over 2 week period. On (B)(6) 2006, corneas were noted to be clear bilaterally with no edema and no scarring. Patient told he could resume lens wear with no change in lens prescription. The patient's ophthalmologist reports that he has never seen a lens solution cause this kind of reaction, but he has not been able to identify another etiology.

Manufacturer narrative:
Findings: the contact lens solution was not returned to the MFR. Evaluation of retention sample from lot 62179f (same bulk lot as 91196f): no untoward effects or abnormalities observed in rabbit eye safety test; physical and chemical parameters conform to release specifications. Batch record review identifies no deviations. No similar reports on lot 91196f; one report of eye irritation on sister lot 62179f. This report mailed to FDA on: (B)(6) 2006. The MFR internal reference number is: (B)(4). Initial complaints received from retailer (B)(4) 2006. Consumer's wife reached by phone on (B)(4). Information request/ product return label sent on (B)(4). Consumer's daughter reached on (B)(6) and indicated her father is getting better. Calls attempted and messages left for consumer on (B)(6). No response received; second information request couriered to consumer on (B)(4). Voluntary medwatch received on (B)(4). Calls to consumer attempted on (B)(4) and messages left. Consumer reached on (B)(4); stated event completely resolved, will complete questionnaire, provided md contact details. Information requests couriered to md and consumer on (B)(4). Receipt by md confirmed on (B)(4); md response received on (B)(4). Medical records requested on (B)(4); records received and reviewed with ophthalmologist on (B)(4). Call attempted, message left for consumer on (B)(4).